Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to severe mitral regurgitation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that three years and eight months post implant of this 34mm mitral annuloplasty band, it was explanted and replaced with a 23mm band of a different model due to "complications". No additional adverse patient effects were reported.